Manufacturer narrative:
The rapid infuser was returned to belmont for investigation and was tested using our standard operating procedures. We were unable to duplicate the complaint that the unit exhibited smoke and a burning odor; however, upon receipt it was noted that the input and output temperature probe sensors were dirty, which caused the unit to exhibit a "heating fault" alarm. The temperature probes should be cleaned before or after each use according to the service and preventive maintenance schedule provided in the operator's manual, as dirty, wet, or blocked temperature probes can result in a heating fault or over temperature issue. We were unable to confirm the report that the plastic tubing had melted around the heating element, as the 3-spike disposable set involved in the case was not available for investigation, nor was the lot number recorded. The manufacturing and service records for this rapid infuser were reviewed and no anomalies were identified; the device has not been returned to belmont for service since it was shipped to the customer in 2016. Without the ability to reproduce the reported problem or investigate the disposable set involved, a root cause cannot be determined. Belmont's clinical specialist contacted the user facility for additional details about the case immediately following the initial report received from the hospital biomed on (B)(6) 2020. Further follow up with the user facility after receipt of the FDA medwatch report #mw5097291 on (B)(6) 2020 revealed that the patient expired, however it is not believed that the rapid infuser contributed to this outcome. Belmont will continue to monitor and trend similar reports of this nature and take further action if required. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont medical technologies received a report from the biomed at the user facility on (B)(6) 2020, that the rapid infuser, ri-2 exhibited smoke and a burning odor during a case in the operating room. The system was shut down and use was discontinued. On (B)(6) 2020, belmont subsequently received a medwatch report (report number mw5097291) from the department of health & human services that appears to be regarding the same incident: "belmont rapid infuser in use during level 1 trauma. Crna noted smoke coming from infuser. Infuser unplugged and placed in hallway. Upon inspection plastic tubing had melted around the heating element of the infuser."